Event description:
Revision surgery, due to fracture of the greater tuberosity.

Manufacturer narrative:
The reason for this revision surgery was a fracture of greater tuberosity. The length of in vivo service was 1.6 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 18 prior complaints reported against this part; summary of investigations: two for dislocations, two for infections, two for trauma, nine for instability. Three for functional issues. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or reason of the fracture. There are no indications of a product or process issue affecting implant safety or effectiveness.